Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the log file, however no failures were found. The fse determined that the cause was due to a dp-to-dvi module issue. The fse solved the issue by reconnecting the dp to dvi module and its cables. After this service action, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that intermittently the system would not start up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.